Event description:
It was reported that during the set up of the 9800 system c-arm the generator would not stay energized. Another c-arm was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The described failure could not be duplicated. However, as a proactive measure, installed a new interconnect receptacle on the generator. The system was tested and found to be working as intended and placed back into service.